Manufacturer narrative:
Conclusion: cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Additionally, there is osteolysis around the proximal stem section although the stem remains well "oixed" in the more distal parts. Also around the cup is osteolysis evident, especially around the supplemental screw "oixation" although also the cup still appears stable in the bone near the periphery. Not returned.

Event description:
It was reported that on (B)(6) 2018, dr. (B)(6) performed a revision of an accolade stem with a dislocated femoral head component as visible by preop x-ray. Update per med review: cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Additionally, there is osteolysis around the proximal stem section although the stem remains well "oixed" in the more distal parts. Also around the cup is osteolysis evident, especially around the supplemental screw "oixation" although also the cup still appears stable in the bone near the periphery.

Manufacturer narrative:
An event regarding disassociation, corrosion & altr involving an lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed through the wear identified on the trunnion of the accolade stem. Method & results: -device evaluation and results: visual inspection: visual inspection of the returned device indicates the presence of black staining. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the associated device was damaged and as a result functionality could not be duplicated. Material analysis material analysis was not performed due to the nature of the event. -medical records received and evaluation: a review of the provided medical records and x-ray by a clinical consultant indicated: conclusion of assessment cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Does the review identify any procedural related factors that contributed to the event? - cup malposition in absent anteversion and protruding superior cup rim into the joint space. Does the review identify any patient related factors that contributed to the event? - none evident although body weight was not reported. Does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices. The visible damage of the stem trunnion is secondary to the reported failure mechanism with cup malposition. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that on 21 may 2018, dr . P.k., performed a revision of an accolade stem with a dislocated femoral head component as visible by preop x-ray. Update per med review: cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Additionally, there is osteolysis around the proximal stem section although the stem remains well oixed in the more distal parts. Also around the cup is osteolysis evident, especially around the supplemental screw oixation although also the cup still appears stable in the bone near the periphery.